Manufacturer narrative:
(B)(4). After several attempts to follow up with the customer have been unsuccessful. Physio-control was unable to confirm if this device has either been repaired or removed from service. The cause of the reported failure could not be determined.

Event description:
It was reported that the device powered itself off while monitoring a pt. During add'l testing, it was found that the device would intermittently power off immediately after powering the device on. The pt did not suffer any adverse effects as a result of the reported failure.